Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump had a frozen display. The customer's wife stated that the time was not advancing and a battery out limit had occurred before the frozen display. The customer's wife also stated that after removing the battery for 5 minutes and inserting a new battery, the time on the insulin pump was still not advancing. Nothing further was reported.